Manufacturer narrative:
The reported event was confirmed through visual inspection for the autopulse platform (B)(4). The autopulse platform passed initial functional testing without any fault or error. The autopulse platform failed load cell characterization check during final testing. The root cause was due to the defective load cells. The load cells are replaced to remedy the issue. Upon visual inspection, observed cracks in the bottom enclosure, top cover and the front enclosure. Also noticed a bent battery lock and a very sticky clutch, unrelated to the reported complaint. Replaced the top cover, the bottom cover and the battery lock to remedy the issue. The physical damage appear to have been caused by user mishandling. The archive data review showed no discrepancies. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with (B)(4).

Event description:
On (B)(6) 2019, during service, the autopulse platform failed load cell characterization check during final testing.